Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the drawer not detected on bus. Field service engineer confirmed that issue was resolved by customer. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer reported that users were unable to remove heparin medications from drawer. There was 2 or 3 minutes delay in patient care as the user was able to obtain the medications from the pharmacy. There were no adverse events or injuries reported based on this incident.